Event description:
Angio-seal closure device was deployed to the right femoral artery. Post procedure, pulses to right foot was faint using doppler device. An acute right femoral arterial occlusion was noted secondary to the angio-seal, failure to seal. The patient was transported from the cath lab to surgery for local thrombectomy.